Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2013-05713, 2134265-2013-06171 and 2134265-2013-06191. It was reported that vessel damage occurred and the patient died. Access was obtained via the femoral artery. Access was very difficult due to peripheral vascular disease. The target lesion was located in the right coronary artery (rca). The physician attempted to advance a rotawire guide wire, but was unable to cross the lesion, so a choice pt xs wire with a non-bsc catheter was used to facilitate the rotawire placement into the distal rca. The physician then placed a 1.25mm rotalink burr into the lesion and performed six runs at twenty seconds. After six runs the burr met proximal resistance that it had not met initially, but then progressed. On engaging the lesion an air leak with loss of rotation occurred and the burr and rotawire were rapidly withdrawn to avoid distal entrapment. Subsequent angiography showed a proximal localized dissection/perforation and a more significant mid vessel perforation with what appeared to be localized staining. An echo showed no significant pericardial collection. The vessel could not be wired past the proximal complication but it was possible to occlude the rca with a 3x12mm balloon at 4atm. Heparin was reversed with 25mg protamine to an act of 145. After twelve minutes of tamponade an angiogram showed localized perforation. As it was not possible to wire past the proximal vessel, the physician elected to stop the procedure, giving a further 25mg of protamine slowly. The patient was observed for a few moments in the cathlab and then was about to transferred to recovery when the patient suffered a cardiovascular collapse. CPR was started and an echo showed a pericardial collection so a drain was sited. Initially there was restoration of cardiac output and the patient began to respond cerebrally but her blood pressure gradually declined despite adequate pericardial drainage. IV fluid was given. The eg showed inferior st elevation and complete heart block. An echo showed very poor biventricular contraction in the absence of significant pericardial tamponade. The pericardial drain was exchanged to facilitate ongoing drainage. Crp had been ongoing for twenty-five minutes with adrenaline and atropine and the physician judged that further intervention (including pacing and occluding with a balloon) would be futile and the patient was pronounced dead.

Event description:
Same case as 2134265-2013-05713, 2134265-2013-06171 and 2134265-2013-06191. It was reported that vessel damage occurred and the patient died. Access was obtained via the femoral artery. Access was very difficult due to peripheral vascular disease. The target lesion was located in the right coronary artery (rca). The physician attempted to advance a rotawire guide wire, but was unable to cross the lesion, so a choice pt xs wire with a non-bsc catheter was used to facilitate the rotawire placement into the distal rca. The physician then placed a 1.25mm rotalink burr into the lesion and performed six runs at twenty seconds. After six runs the burr met proximal resistance that it had not met initially, but then progressed. On engaging the lesion an air leak with loss of rotation occurred and the burr and rotawire were rapidly withdrawn to avoid distal entrapment. Subsequent angiography showed a proximal localized dissection/perforation and a more significant mid vessel perforation with what appeared to be localized staining. An echo showed no significant pericardial collection. The vessel could not be wired past the proximal complication but it was possible to occlude the rca with a 3x12mm balloon at 4atm. Heparin was reversed with 25mg protamine to an act of 145. After twelve minutes of tamponade an angiogram showed localized perforation. As it was not possible to wire past the proximal vessel, the physician elected to stop the procedure, giving a further 25mg of protamine slowly. The patient was observed for a few moments in the cathlab and then was about to transferred to recovery when the patient suffered a cardiovascular collapse. CPR was started and an echo showed a pericardial collection so a drain was sited. Initially there was restoration of cardiac output and the patient began to respond cerebrally but her blood pressure gradually declined despite adequate pericardial drainage. IV fluid was given. The eg showed inferior st elevation and complete heart block. An echo showed very poor biventricular contraction in the absence of significant pericardial tamponade. The pericardial drain was exchanged to facilitate ongoing drainage. Crp had been ongoing for twenty-five minutes with adrenaline and atropine and the physician judged that further intervention (including pacing and occluding with a balloon) would be futile and the patient was pronounced dead.

Manufacturer narrative:
Upn corrected from unk599 to h80222782001a0. Brand name corrected from rotablator rotational atherectomy system to rotalink advancer. Device evaluation: the advancer was returned connected to the related catheter. A guide wire was returned inserted in the connected advancer and catheter unit. The guide wire could not be removed from the device. The catheter was soaked in warm water and the guide wire was removed without further issue. A visual examination of the advancer unit was carried out and no visual issues were noted. Tug and connect/disconnect tests were performed to examine the integrity of the connection. No issues were noted with the unit¿s handshake connector during the connection of the device. The rotablator advancer unit and the related catheter unit were wet tested and the device reached 175krpm at 36 psi. No issues were noted during the wet testing of the returned unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).